Event description:
It was reported that during a left nephrectomy procedure, the surgeon was mobilizing gerota's fascia. During seventh firing the gear sound slowed then stopped then started again. Firing sequence was completed and staple line formed and secure. Sales rep looked at the stapler because of the different gear sound during this firing. Sales rep noticed near the middle interior of the anvil by the blade channel, the pockets buckled towards the cartridge & cartridge channel. Sales rep had them open a new stapler to finish the procedure. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). Damaged anvil. The analysis results found that one device was returned with the anvil bent upwards and with no cartridge reload present. Furthermore, the anvil knife slot at distal end was noted to be damaged. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. No functional testing could be performed due to the returned condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process. A photograph was received and based on the event description and lack of clear photographic evidence it cannot be determined what may have caused the complication experienced with the firing of the device.